Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred while the customer was changing out the site. The customer's blood glucose (bg) level was impacted (300 mg/dl) with non life threatening ketones. The customer indicated that the pump would be used to address elevated bg level. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.